Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred. Customer's blood glucose was 284 mg/dl. Reportedly, the customer successfully loaded the cartridge and resumed insulin delivery.